Event description:
Procedure type: urological. According to the reporter: the balloon burst while inflating. Broken pieces fell into the patient cavity and all visually confirmed pieces were retrieved. A new device was opened and used to complete the procedure. No bleeding occurred.

Manufacturer narrative:
(B)(4).